Event description:
The customer reported that his blood glucose measured 226 mg/dl at 8:46 am and he was having about 70 grams of carbohydrate so he took a 6.25 unit bolus. By 10:52 am his bg reached 436 mg/dl which he corrected with a 5.85 unit bolus. At 2:09 pm, during his call, his bg was 243 mg/dl. He checked the pod and noticed that the cannula came out of his skin. He also stated that there is no glue on the pod and therefore he was not receiving his insulin. When the device was removed the cannula was kinked and it looked blocked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported adhesive defect or kinked cannula. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," because the insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."